Manufacturer narrative:
The device was not returned to the manufacturer for physical investigation. Review of manufacturing records indicates the product has met all acceptance criteria prior to being released for distribution. It is determined that the cause of the complaint is not attributed to shockwave medical device performance, design or manufacturing.

Event description:
A (B)(6) male patient with throat cancer underwent radiation prior to the carotid intervention which included ivl treatment. The physician believed there was no other treatment option suitable for the patient apart from ivl. Ivl was performed to crack the fibrous calcification in the carotid while using the abbott embosheild filter and stent. The procedure went well, and it was reported that the patient's right eye developed some blindness or blurred vision immediately after the procedure. MRI/CT reportedly was performed on the patient. The vision was reported to have been restored by itself in a few days, and the patient was discharged on or prior to (B)(6) 2019. The physician stated that it was off label use for shockwave and the cause of the embolization was unclear.